Manufacturer narrative:
Reported event was confirmed by review of op notes provided. Op notes demonstrated that the patient was revised due to stem loosening. Blood loss 1000ml. The proximal stem was loosen in the bone cement. Evidence of metallosis of the proximal body stem interface of the femoral component. During stem removal, a small cortical disruption/window was opened in the anterior femoral cortex between the 2 cables. No propagation of fracture line proximally or distally. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Operative notes from implantation of the stem states the component was found to have excellent range of motion and stability with leg lengths being equal. No intraoperative complications noted. No operative notes from subsequent revisions were available. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip revision surgery due to loosening approximately 10 months subsequent to their last surgery. Extended troc osteotomy was required. Proximal body, modular head, and stem were replaced with competitor products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision, the patient experienced blood loss of 1000 ml. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and complaint sample evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Op notes demonstrated that the patient was revised due to stem loosening. Blood loss 1000ml. The proximal stem was loosen in the bone cement. Evidence of metallosis of the proximal body stem interface of the femoral component. During stem removal, a small cortical disruption/window was opened in the anterior femoral cortex between the 2 cables. No propagation of fracture line proximally or distally. Visual inspection identified that the porous surface of the zmr body was loaded with bone cement. The proximal and distal inner diameters were filled with bone cements and the porous surface contains bio debris. Approximately 4 inches of the distal portion of section bowed stem was returned. A portion of the porous coating is smeared and missing. The porous coating would have most probably smeared off during the removal procedure. Dimensional analysis could not be performed due to damage and presence of bone cement and biodebris if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip surgery. Approximately 10 months later the patient underwent total hip revision surgery due to metallosis and stem loosening. Extended troc osteotomy was required. Proximal body, modular head, and stem were replaced with competitor products.attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00999301735, femoral body - revision, 62071655. The 00877504002, biolox® delta ceramic femoral head, 2868459. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08313.

Event description:
It was reported that the patient underwent left hip surgery. Subsequently, the patient underwent revision surgery due to loosening. Attempts have been made and additional information on the reported event is unavailable.